Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during multiple positioning attempts, the physician could not screw the right ventricular (rv) lead into the right ventricular septum. The lead was removed and a single-chamber device implanted. No patient complications have been reported as a result of this event.